Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor was loose and easily separated from the titanium adaptor when the customer changed the transfer set. There was patient involvement. The patient used continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and found damaged patient adapter. Leak testing, clear passage test, clamp function test, and integrity of seal surface test were performed with no issues noted. The reported condition was verified. The cause was determined to be damaged component. Should additional relevant information become available, a supplemental report will be submitted.